Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that patient had a total knee on (B)(6) 2018, had a revision on (B)(6) 2018 due to wobbling, swelling and pain. Doi: (B)(6) 2018. Dor: (B)(6) 2018, (unknown side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.